Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report #s: 1627487-2012-00483 and 1627487-2012-00485. It was reported the pt (B)(6) is experiencing issues with the recharging of his ipg. He admittedly has not utilized the device in several months alleging his stimulation changed shortly after implant impacting both the effectiveness of his therapy relief and adequacy of his stimulation coverage. Further interrogation of the pt's ipg found the device could be charged, however, the battery was low. In addition, it was reported the pt's ipg site is swollen. With respect to the claims of ineffective stimulation, since no impedance issues were observed during diagnostic testing, the physician suspects the pt's lead(s) may have migrated. Reprogramming will be undertaken at a later date in an attempt to resolve the stimulation issues. At that time, the ipg battery issue will be further assessed. There is no intervention planned to address the alleged swelling.